Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump came loose from her belt clip and dropped to the floor a couple weeks ago; the insulin pump had a partial display afterwards. The patient's blood glucose at the time of incident is unknown. The customer was advised to revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with missing segments/clear horizontal line on the lcd glass due to a cracked zebra connector on the lcd board. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all the operating current test. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.